Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1459008) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller (caregiver) reported that on (B)(6) 2014, customer experienced symptoms described as "felt cold, (she) doesn't know where she (is), slurred speech, and refusing to eat". Customer's blood glucose was tested and a reading of 156 mg/dl was obtained on the adc blood glucose meter. Paramedics were called and while waiting for their arrival, a family member treated the customer with unspecified food and drink. Paramedics arrived and obtained a blood glucose result of 36 mg/dl on their meter. Customer was reportedly diagnosed with hypoglycemia and administered fluids via intravenous infusion until she felt better. No transport to a hospital was required. There was no report of death or permanent impairment associated with this event.